Event description:
It was reported that the device would not charge the installed battery on ac power. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it failed to operate on ac power and charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported/observed problem to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.